Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for the right ventricular (rv) lead replacement and device upgrade procedure. High capture threshold was observed on the rv lead. The threshold did not appear to be continually trending upward. The physician elected to keep the rv lead. The patient¿s condition was stable.